Event description:
A ventilator was returned to a third party service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at third party service center, an issue with the device's lcd screen was observed. The device's lcd screen was replaced to address the issue.